Event description:
It was reported that a 511s was used during a gastric banding. It was reported by the affiliate that the trocar shaft broke. The surgeon made a bigger incision so that the broken shaft could be removed. 10/01/1998 additional info from affiliate. The broken shaft did not fall into the pt. The pt was extremely adipose. The shaft stuck in the abdominal wall and could only be removed by making a larger incision.